Event description:
It was reported that before use of the bd nexiva¿ dual port with cap 20ga 1.00in the seal was open on 24 single unit packages. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: event date: (B)(6) 2019 it's been noticed that the seal was open on 24 single unit packages, which cannot be used.

Manufacturer narrative:
Investigation: bd received 19 unused 20 gauge nexiva units from lot 8110820 for evaluation. A review of the device history record was performed for the reported lot and no related quality issues were found during production. Our quality engineer visually inspected the returned units and observed that the bottom of the packages appeared to be melted and distorted. The seal on the package was determined to have been compromised. Based off the visual inspection the engineer was able to verify the reported defect. The units appeared to have been exposed to extreme heat. This could have possibly occurred during transit. However, the engineer was unable to determine the exact cause of the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd nexiva¿ dual port with cap 20ga 1.00in the seal was open on 24 single unit packages foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: event date: (B)(6) 2019. It's been noticed that the seal was open on 24 single unit packages, which cannot be used.